Event description:
It was reported that during use the renasys touch 300ml canister pump detected ¿blockage¿. Warning went off after 3 minutes. The procedure finished with a smith and nephew backup device. No patient harm. No surgical delay.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, therefore the root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. However, this investigation is now complete. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.